Event description:
The manufacturer received information alleging "that overnight the niv machine (B)(6) faulted. Power stopped and patient woken feeling like they were suffocating, woke partner. Machine then beeped and turned itself back on. No alarms occurred around event. Working again post event with no evidence of error. Checked re. Standard troubleshooting - confirmed power cable was connected properly, and battery pack was also attached, no power cut at time of event either." The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging "that overnight the niv machine (a40 pro) faulted. Power stopped and patient woken feeling like they were suffocating, woke partner. Machine then beeped and turned itself back on. No alarms occurred around event. Working again post event with no evidence of error. Checked re. Standard troubleshooting - confirmed power cable was connected properly, and battery pack was also attached, no power cut at time of event either.". In this report corrected as- the device's event logs were reviewed by the manufacturer. The only malfunction identified was limited to a software error that was able to be investigated through observation of the event log itself. The identified error code was e-095, low priority thread lock, which was triggered by a failed data transfer within the software. E-095 is a reboot-level error in which, by design, the device is rebooted to rectify the low priority thread lock so therapy can safely resume with minimal interruption. This incident is not indicative of any new or increased patient risk, and residual risk remains acceptable. Section event date, describe event or problem, date received by mfg, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.